Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 488 days following placement of a biliary wallstent, the stent migrated. The pt presented for treatment of a benign biliary stricture. The pt had a covered biliary wallstent placed. During a scheduled stricture revision 488 days post procedure, the physician noted the wallstent had partially migrated approximately 33%. The event was assessed by the investigator as not serious, mild in severity, and definitely related to the device. The wallstent was removed using rat tooth forceps and balloon dilation. No further intervention was performed and the patient was held for observation. The event was reported to be resolved with removal of the wallstent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.